Event description:
It was reported when an asymptomatic patient presented a merlin transmission, nsrvo was observed due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Low frequency attenuation filter was programmed on. A programming change was made.

Manufacturer narrative:
(B)(4).